Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer there was a partial rupture of the catheter during use. Patient had PICC replaced. About 6-8cm from the proximal part the device got pierced and started leaking. Chemo infusing: gemcitabine durvalumab and gemcitabine cisplatin. No other information was provided. Resulted in extravasation. This report addresses the rupture during infusion of gemcitabine durvalumab.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report: 3006260740-2024-00938 is a duplicate file and has been voided. The original event was submitted on medwatch report: 3006260740-2023-05984.

Event description:
It was reported by the customer there was a partial rupture of the catheter during use. Patient had PICC replaced. About 6-8cm from the proximal part the device got pierced and started leaking. Chemo infusing: gemcitabine durvalumab and gemcitabine cisplatin. No other information was provided. Resulted in extravasation. This report addresses the rupture during infusion of gemcitabine durvalumab.